Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high left ventricular thresholds were observed. It was also noted under fluoroscopy that the lead dislodged from its original position. Lead replacement was discussed and the patient is stable.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.